Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the ok keypad button was intermittently responsive, required multiple button presses to elicit a response and cancelled boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be fully intact; no damage was observed. The original complaint of the ok keypad button's intermittent response was not confirmed or duplicated during testing. All of the keypad buttons were responded appropriately. During investigation, there was evidence of contamination found under all keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.